Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device dispostion is unknown.

Event description:
A non-traumatic fracture of left nail was reported. Revision on (B)(6). Nail broken at lag screw level (cephalic area).

Manufacturer narrative:
The evaluation revealed the broken alleged gamma nail to be the primary product. A physical examination could not be carried out since the item was not provided. Review of the device history records revealed no discrepancies. In this case, referring to received information, the nail allegedly broke after an unknown implantation period. Furthermore, no additional information like x-rays or medical records was provided. The reported event ¿ nail breakage ¿ could not be confirmed, since the device was not returned for evaluation nor were any x-rays provided showing a nail breakage. The file will be closed formally. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information a deficiency of the nail could not be verified.

Event description:
A non-traumatic fracture of left nail was reported. Revision on february 13. Nail broken at lag screw level (cephalic area).